Event description:
The pt had a threatened closure of the lad vessel. The vessel was very calcified. The physician recommended CABG, but the pt refused. Another MFR's stent was placed and the vessel dissected distally. The physician then decided to place a 2.5 x 20mm cook stent distally. Due to calcification, the physician could not advance the device. Upon attempted removal, the stent came off the balloon and remained in the left main. The pt was then sent to surgery for CABG.